Event description:
The dressing did not compress but there was no alarm. Therefore the customer replaced the canister with new one, the problem resolved. We confirmed the returned canister. Though the orange connector was opened, the alarm of ¿blockage full¿ occurred. It seems the canister has blockage.

Manufacturer narrative:
.